Manufacturer narrative:
This product remains in service and has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. It was confirmed that this device met manufacturing specifications prior to distribution and there was no indication that the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on a thorough review of the reported complaint, the conclusion code known inherent risk of device was selected.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate electric shock due to oversensing. It was also noted that the smart pass feature was disabled prior this shock per health care professional (hcp). Technical services (ts) reviewed and noted af/flutter episodes during sleep, qrs changes from 2mv to 1.2mv with wider complexes, and patient now in flutter/fib. Smart pass was re-enabled, stable r-wave observed in sleeping position. Plan is cardioversion next week, if amplitude returns to 2mv. At this time this product remains in service and no adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate electric shock due to oversensing. It was also noted that the smart pass feature was disabled prior this shock per health care professional (hcp). Technical services (ts) reviewed and noted af/flutter episodes during sleep, qrs changes from 2mv to 1.2mv with wider complexes, and patient now in flutter/fib. Smart pass was re-enabled, stable r-wave observed in sleeping position. Plan is cardioversion next week, if amplitude returns to 2mv. At this time this product remains in service and no adverse patient effects were reported.